Event description:
It was reported that in 2008, the md inserted the intra-aortic balloon (iab) for support during a long surgical procedure. After the surgery the pt was taken to the recovery room and on to cardiac care unit with an open chest. The following month, the pt was taken back to the operating room and the sternum was closed. The next day, the md met great difficulty removing the iab from the pt. Once the iab was removed there was red/brown sand like material bunched up inside the distal end of the iab. The surgeon had to repair the insertion site as well as a thrombus removal in "popliteal artery" was required. It was reported that the pump did not alarm during the iab therapy. Pump strips were not generated. The pt is recovering nicely.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.